Manufacturer narrative:
Additional lot number: 517cc383, expiration date: 03/01/2007 - age: 3 months, manufactured: 03/2007. The device was not returned for evaluation.

Event description:
It was reported that during a angioplasty procedure of the pt's dialysis graft, after 4 or 5 passes, the balloon of the catheter detached from the shaft of the catheter and migrated into the pt's lung. Reportedly, the clot inside of the pt's graft was adherent and was completely thrombosed. Follow up with the hosp indicated that retrieval of the balloon was not attempted as the physical reported that retrieval was not necessary. The pt was reported to be in stable condition and did not sustain any injuries.